Event description:
A dialysis home pt reported the heater bag was inflated with air, which may indicate a leak in the cassette of the homechoice set. Fluid was also noted in cassette chamber. The home pt discontinued treatment at the time of the alarm and there was no pt injury reported by the home pt.